Manufacturer narrative:
The customer¿s report of a leak at the bond above the texium could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the texium sets are leaking at the bond above the texium. They have noticed that, at times, the bond appears messy and cloudy, and at other times, are normal in presentation. This occurrence does not happen in the pharmacy during medication preparation, but on the nursing units. The customer states that they tried to recreate the leaking event, but was unable to achieve. There was no report of patient harm.